Event description:
Note: this report pertains to one of three complaint devices used in the same procedure. Manufacturer report # 3005099803-2013-07434 addresses the first resolution clip device, manufacturer report # 3005099803-2013-07435 addresses the second resolution clip device and manufacturer report # 3005099803-2013-07436 addresses the third resolution clip device. It was reported to boston scientific corporation on (B)(4) 2013 that three resolution clip devices were used for during a colonoscopy procedure performed on (B)(6) 2013. According to the complainant, during the procedure, the first resolution clip was deployed onto the tissue; however, the clip could not be released from the catheter. The clip eventually released and fell into the patient in a closed state. This occurred again for a second and third resolution clip. However, the third clip stayed in place on the tissue and did not fall into the patient. The procedure was completed with the third resolution clip. There were no patient complications reported as a result of this event. The condition of the patient at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Although the patient age and date of birth were not reported, it was reported the patient was over 18 years old. (B)(4) for the reported event of clip difficult to release from catheter. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.